Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach during laparoscopic gastrectomy, the stapler did not fire. Also, the surgeon was able to press the green button but was not able to squeeze the handle. They changed the device with a new one to resolve the issue in order to complete the case. There was no patient injury.